Event description:
It was reported that the pt was receiving morphine via the epidural catheter using a microject sys. Pt was at home, in bed, when the catheter disconnected from the filter and fluid leaked on to the bed. The pt reconnected the catheter. Later pt was diagnosed with meningitis and was treated. Pt sustained no long term adverse complications. There is no indication of any product failure. The meningitis is attributed to the pt reconnecting the system.